Event description:
It was reported that pump malfunction occurred with multiple previous occurrences, and no notable events were described prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.